Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's magnet rate was at 100. Moreover, the device longevity was 4.5 years a year ago and upon follow up, the longevity was now 2.5 years. A boston scientific technical services (ts) found out that the device's rate response was more aggressive. Furthermore, ts discussed to continue normal follow up and explained possible reason for longevity change. To date, the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information obtained from the field which indicated that this device was explanted. No additional adverse patient effects were reported.